Manufacturer narrative:
The thermogard xp ivtm (s/n: (B)(4)) was evaluated by zoll's service technician at the customer site. The primary complaint was confirmed during evaluation. Further investigation found coolant in the sensor holes of the air trap block. The customer issue was resolved after the sensor holes were dried. Visual inspection was performed and no physical damage was found. No irregularities were found during review of the event log files. Functional testing was performed and no faults were found. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm (s/n: (B)(4)). The console passed all testing criteria and was within specification.

Event description:
It was reported that the thermogard xp ivtm (s/n: (B)(4)) console does not display the standby display screen, because the console does not accept the air trap in the "system set up screen". According to the reporter, the air trap indicates red on the display head; however, the air trap is completely filled. Despite restarting the console several time, the issue continued. A secondary thermogard xp ivtm was used to continue and complete patient's temperature management therapy. No known patient impact or consequences were reported.